Manufacturer narrative:
Other, other text: one cadd administration sets - flow stop was returned for analysis. The unit was visually inspected at a distance of 12? To 16? Under normal conditions of illumination according to procedure. No damages nor workmanship defects were detected on the sample. Production performs 100 percent visual inspection to assure that that the joins of the filter following below criteria: minimum tube engagement is to edge of filter, tube back out is not greater than 0.030?, using 0.030? Pin, and delamination of 0.187? Is acceptable, using td 0672 gage. Production performs a leak and delivery accuracy test to 4 units at shift start up, the end of every shift, the beginning of every job, the end of every job; a new lot of materials/components or equipment adjustment. -quality personnel takes a sample of fifteen 15 units every two hours, prior to placing product in bag, in order to verify that. Tubes following the below criteria: for tube to tube bonds: bond engagement to be within 0.250" and 0.375". For tube to component bonds: verify tubing bonds are bottomed out or within 0.030" of component stops. Filter following below criteria: workmanship defect, proper housing welds, proper orientation and the tests are properly performed. The complaint was not confirmed and there was no issue found with the device.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd administration sets - flow stop leaked where the tubing inserts into the air filter. No patient injury reported.